Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, when the surgeon was tightening 1.7 mm cables, using the pistol grip gun, the cable lock on the back end of the gun would not stay in the locked position. There was a five (5) minute surgical delay. No fragments were generated. The procedure was completed successfully. Patient outcome was unknown. Concomitant device reported: cable (part number unknown, lot unknown, quantity unknown), cable tensioner (part number unknown, lot unknown, quantity 1). This report involves one (1) 1.0mm cable lock for pistol grip cable tensioner. This is report 2 of 2 for (B)(4).